Event description:
Spontaneous. Patient reported that her extension set was leaking a couple days ago. Patient was able to change tubing and continue infusion. Patient added that some of the remodulin had gotten on her skin which caused some itching and irritation. Patient did not have the lot or expiration information for the extension set. No other information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; reported (B)(6)/caremark by pt/caregiver.